Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2026 with complaints of intermittent backup battery fault alarms. The alarms sometimes cleared by self-test but eventually returned. The last emergency backup battery (ebb) was changed out due to this issue was in march 2025. There were no external power alarms due to patient unplugging in order to untangle power cords. It was planned to exchange ebb. Log files were sent for review. The log file captured ebb faults that occurred on 29apr2026. The ebb faults were due to the ebb failing the load-test. The event log file also captured 3 power cable disconnect/low power hazard/no external alarms on 27apr2026, 29apr2026 and 30apr2026. Both the white and black power cables were disconnected from the mobile power unit (mpu) and lithium-ion batteries. There were no pump interruptions during these events as the system controller¿s ebb functioned as intended. The mechanical circulatory system (mcs) equipment was operating as intended. It was later communicated the system controller was exchanged and there were no alarms post-system controller exchange. It was planned to return the system controller and ebb back for analysis due to the frequency of ebb fault alarms that occurred.